Event description:
It was reported that within a week of implant, both the atrial and ventricular leads were found to be not capturing or sensing. Additionally, when the device was programmed to pace in the atrium, it would pace in the ventricle. The atrial lead was found to have dislodged, and during the lead revision procedure, was nicked, so the atrial lead was removed and replaced. The ventricular lead was repositioned, and remains in use. Both the atrial and ventricular leads tested normally using the analyzer. After the procedure, the device still would not pace or capture in either the atrium or ventricle, and would only pace in the ventricle when programmed to pace in the atrium. The device was then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The no output condition was the result of a leaky transistor internal to integrated circuit u2. (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was found on the proximal conductor (not obstructed), and it appeared distorted. Blood was found in/on the helix/lobe mechanism. There was apparent explant damage noted.